Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) was not following the surgeon's controls. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The procedure was completed as planned. There was no harm or (B)(6) 2023.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and passed the seal and cut test. The instrument was tested on an in-house system and passed the recognition, engagement tests and demonstrated the full range of motion in all directions. The tips opened and closed properly. No product issues were identified. The complaint was not confirmed based on failure analysis. A review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer. The dsp logs show that the vse instrument was installed once and passed homing once. 28 cut complete events were recorded with no errors. No errors were seen in the msc logs. The e-100 generator logs show 29 seal events with no errors. The instrument was used for about 5.5 minutes. Nothing from the logs point to the customer complaint of not following controls. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.